Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016 rv coil impedance spiked to 254 ohms form a trend of in the 50 ohms range and is variable. On (B)(6) 2015, svc coil impedance spiked to 254 ohms form a trend of in the 60 ohms range and is variable.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead. Both superior vena cava (svc) and rv coil impedances were rising and elevated. A lead fracture is suspected. A rv lead revision is scheduled. Additionally the left ventricular (lv) lead exhibited increased thresholds. The lv lead was reprogrammed and remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.